Event description:
During evaluation of a returned spectrum iq pump, the device's barcode key and the number 1 key functioned intermittently. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the barcode key and the #1 key functioned intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as non-functioning keypad. The cause of the condition was the barcode key and the #1 key work intermittently. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.